Manufacturer narrative:
Concomitant medical products: 5076-45, lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had developed an infection and was septic. The cardiac resynchronization therapy pacemaker (crt-p) system was explanted and a leadless pacemaker was implanted. No further patient complications have been reported as a result of this event.